Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.

Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed plunger position accuracy and calibration was confirmed through asft testing. On 14-apr-25, pca was received unboxed and with paperwork. Pca fails to complete asft position test. Carriage block assembly contact fingers damaged. Workmanship at bd manufacturing. Device to be returned to (B)(6) for processing. Recommend bd san diego repair center replace arm carriage block assembly. Failure investigation report attached to sales force. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.